Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of pasteurella multocida which is an organism known to reside in domestic animals. Based on the information available. The cause of the patient¿s peritonitis can be reasonably attributed to cross contamination via the patient¿s cat. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has been diagnosed with peritonitis. The patient was not on the cycler at the time of symptoms. The patient was in the hospital at the time of the diagnoses. Upon follow-up, the patient¿s pd nurse reported that the patient was hospitalized with peritonitis. It was reported the patient¿s pd culture (obtained on (B)(6) 2020) yielded growth of the organism pasteurella multocida. The patient was treated with an unknown antibiotic while hospitalized (nurse not able to provide details). Subsequently, on (B)(6) 2020 the patient was discharged home continuing pd therapy. The patient has recovered from the event, per the nurse. The nurse adamantly stated the peritonitis was not related in any way to fresenius device, or product. The peritonitis event was attributed to cross contamination of this organism from the patient¿s cat biting the patient line.